Manufacturer narrative:
Of the two allegations of a malfunction, two pumps were returned to animas and investigated. Of the investigated pumps, two were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced that the display was flashing and moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 12-41 years of age and between 0 and 0 pounds. Of the reported patients, two were female.